Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo blood recipient set was contaminated. This was discovered during the antibiotic preparation stage. It is unknown if the device was connected to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.